Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product pds suture caused and/or contributed to the adverse events described in the article? Citation: journal of medical case reports. 2016; 10: 56. Doi: 10.1186/(B)(4). [(B)(4) - (B)(6) 2016 (1).pdf].

Event description:
It was reported in journal article title: levonorgestrel-releasing intrauterine system placement for severe uterine cervical stenosis after conization: two case reports authors: emi motegi, kiyoshi hasegawa, satoshi kawai, kaori kiuchi, nobuaki kosaka, yoshiko mochizuki, ichio fukasawa. Citation: journal of medical case reports. 2016; 10: 56. Doi: 10.1186/(B)(4). The authors performed uterine cervical dilation surgery in 2 patients with severe stenosis, followed by insertion of the levonorgestrel-releasing intrauterine system, which is used for dysmenorrhea or endometriosis-related pain because of its strong progesterone activity. Patient 1 was a (B)(6)-year-old (B)(6) woman who was diagnosed with dysmenorrhea caused by recurrent uterine cervical stenosis and hematometra after laser conization. During the cervical dilatation surgery, a cruciate incision was used at the external ostium, and the hematometra was evacuated. Hegar dilators were then employed, and pds ii 3-0 sutures were used at eight points to evert the endocervical mucosa to the ectocervix. Four months later, the patient was found to have recurrent hematometra and a repeat cervical dilatation surgery was performed followed by insertion of levonorgestrel-releasing intrauterine system (lng-ius). It was concluded that this report is the first to confirm the usefulness of the lng-ius for uterine cervical stenosis. Although the device is easy to use and we had success with the method, this study of two patients is preliminary. Additional information has been requested.